Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of weeks ago.

Event description:
It was reported that following a paddle lead implant procedure, the patient had a staphylococcus aureus infection. The patient was admitted to the hospital for treatment and remained taking antibiotics after discharge. The physician decided to explant the paddle lead.